Event description:
Event description cpi received information that this endotak down-sized lead (0125-209527) was removed from service because the patient had received inappropriate shocks, an invasive was performed, and a fracture of the is-1 connector was observed. The lead was extracted, and replaced with another (0125-217153) lead without any complications.